Event description:
The customer reported that no 12 lead ECG signal (c2 and c3 leads) was captured for the pt. It was confirmed that there was no pt incident/injury.

Manufacturer narrative:
(B)(4). The customer reported that no 12 lead signal (c2 and c3 leads) was captured for the pt. It was confirmed that there was no pt incident/injury. Follow-up was performed to secure return of the cable for evaluation. It was confirmed that the cable is not available for evaluation. The lot code provided was 8c, indicating a manufacture date of the third quarter of 2008. The trunk cable was over 3 1/2 years old at the time of reported failure. As the trunk cable is not available for evaluation, no malfunction can be confirmed. Based on the age of the cable, a failure of a cable this age would be consistent with age/use/wear. No further investigation or action is warranted.